Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) assessed the device and was informed that the 1003 screen initially showed yellow but turned red after selecting print or clear. Ts discussed the red 1003 message indicates the device is in storage and has gone beyond the battery capacity depleted state, with no therapy available. Therefore, the device was not pacing, and the patient's heart rate was 29 beats per minute (bpm). The field clinical representative stated that the last device check was 2.5 years ago, but no further details were provided. Ts recommended that the device be replaced and returned for analysis. No adverse patient effects were reported. Subsequently, this crt-d was explanted and replaced.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) assessed the device and was informed that the 1003 screen initially showed yellow but turned red after selecting print or clear. Ts discussed the red 1003 message indicates the device is in storage and has gone beyond the battery capacity depleted state, with no therapy available. Therefore, the device was not pacing, and the patient's heart rate was 29 beats per minute (bpm). The field clinical representative stated that the last device check was 2.5 years ago, but no further details were provided. Ts recommended that the device should be replaced and returned for analysis. No adverse patient effects were reported. Subsequently, this crt-d was explanted and replaced. This device is not expected to be returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.